Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: pre-implant computed tomography (CT) was provided. The annulus perimeter is 85.5 millimeters (mm) and perimeter derived 27.2 suggesting a 34 mm evolut per sizing matrix. Bovine arch noted. Annular angulation 57°. Regions of narrowing <(><<)> 6 mm with calcium seen in iliofemoral vessels (right common iliac (rci), right external iliac (rei), left common iliac (lci), and left femoral artery (lfa)). Nearly concentric calcification seen in rci and rei. Lfa bifurcates just below mid-femoral head. Regions of narrowing <(><<)> 6 mm seen in left subclavian artery (lsa). Left atrial appendage thrombus vs inadequate contrast filling noted. Plaque/thrombus with irregular luminal borders and a bulge seen in the descending thoracic aorta. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the access site for the delivery catheter system (dcs) was the right femoral artery and the injury was also on the right femoral artery. The narrowest portion in the right access vessel was 4.8 x 5.4 mm with circumferential calcium in the external iliac artery. Per the physician, the cause of the rupture was the presence of the calcific access with minimal calibers not compatible with the 18 fr sheath and the delivery catheter system (dcs) contributed to it due to the pushing accumulated in the inline sheath/capsule transition and was not transmitted to the nose cone. The 14 fr introducer was a non-medtronic sheath.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a vascular complication occurred involving the delivery catheter system (dcs) for a 34mm evolut pro+ valve. Pre-procedural computed tomography imaging indicated borderline calibers of both femoral arteries, with severe atherosclerosis and circumferential calcification of the iliac arteries. A 14fr introducer sheath was inserted, which advanced smoothly. The dcs was attempted to be advanced; however, became stuck at the level of the external iliac artery. Multiple segments of the iliac artery were treated with intravascular lithotripsy using an 8mm balloon. A second attempt to advance the dcs was unsuccessful, followed by additional intravascular lithotripsy and percutaneous transluminal angioplasty. The dcs was still not able to be advanced with a third attempt. The patient became hypotensive, and angiography revealed a rupture of the iliac artery. To manage this, three non-medtronic stent grafts were deployed for reconstruction. The procedure was aborted, and the patient remained hemodynamically stable.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: evproplus-34; product serial number: k024636; product type: 0195-heart valves; implant date: n/a. Product ID: l-evprop34; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.